Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2013. The device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was received and analysis of the device memory found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) could not obtain tele metry once the leads were connected to the device. Attempts were made to regain telemetry; the programmer was moved to different locations in the operating room, the programmer head was placed over the device using a sterile sleeve and a different programmer was used, however, telemetry was unable to be obtained. The crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.